Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: complaint is confirmed as we are able to confirm that we see a meandering foreign body, based on the received pictures, but we are not able to say where it's coming from. H3, h4, h6: a device history record (DHR) review was conducted: this mre review is for the sterilization procedure only part: 04.211.026s, lot: l716256, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 05. January 2018, expiry date: 01 december 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in synthes us. Part: 04.211.026 lot: h513873 manufacturing location: monument manufacturing date: 27-nov-2017 part number: 04.211.026, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 26mm lot number: h513873 (non-sterile) lot quantity: 239 work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.026.999, 2.8mm ti screw blank 26mm 02.7 variable angle w/sd8 lot number: h459337 lot quantity: 936 work order traveler met all inspection acceptance criteria. Part number: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point/w/sd8 lot number: h423201 lot quantity: 952 work order traveler met all inspection acceptance criteria. Part number: 23032, tialnbci2.78 lot number: 7229986 lot quantity: 1,039 lbs. Product traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2019. Additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2019. Patient originally underwent surgery on (B)(6) 2019, with a distal humerus plate and variable angle (va) locking screws. On (B)(6) 2019, the hospital found by x-rays that something unknown remained in the patient¿s body. During the removal surgery, the surgeon checked the removed implant, and found friction marks. The surgeon could not confirm what remained in the bone. The surgeon commented that it was possibly a fragment of the plate or screw, and the fragment was generated when a surgeon drilled or inserted the screws in the initial operation. Patient was stable following the procedure. Concomitant devices: staple (part: unknown, lot: unknown, quantity: 1), wire (part: unknown, lot: unknown, quantity: 1), screws (part: unknown, lot: unknown, quantity: 4), va locking compression plate (part: 04.117.502s, lot: 2l51418, quantity: 1). This report is for a 2.7mm titanium (ti) va locking screw. This is report 1 of 1 for (B)(4).